Event description:
Customer reported false negative results with a pt sample containing anti-jka and 8s718 cell ii. Testing performed in gel with a 15 minute incubation. No death or serious injury is associated with this event. This report corresponds to orth-clinical diagnostic, inc.